Event description:
Boston scientific received information that this patient has had open heart surgery and an av node ablation. The patient came into the clinic before her cardiac rehabilitation appointment and was at a rate of 110-113 ppm. Device interrogation was performed and the rate was confirmed. A manual calibration was initiated and during the calibration the patient's rate dropped to 70ppm and when calibration was successful, the rate went back up to approximately 110ppm. It was confirmed that the minute ventilation (mv) feature had been previously programmed on. The call adjusted the ventilatory threshold value to 110 bpm and the high rate pacing went away. The patient is back to pacing at the lower rate limit. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.